Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the u.s. The returned device was visually inspected and functionally tested. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for 11 injections. Performance test showed a persistent system notice 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen. However, the balloon integrity was intact, no breach observed. Dissection showed a guide wire lumen breach at 1.12 inches proximal from the molded tip. An internal CAPA has been initiated to investigate the condition found.

Event description:
During cryoablation, after several applications, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and continued the procedure. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The returned device was visually inspected and functionally tested. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for 11 injections. Performance test showed a persistent system notice 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen. However, the balloon integrity was intact, no breach observed. Dissection showed a guide wire lumen breach at 7 mm proximal from the molded tip. An internal CAPA has been initiated to investigate the condition found and investigation is in progress.